Event description:
It was reported that during the procedure, after performing rotational atherectomy of a heavily calcified, de novo lesion in the mildly tortuous proximal to mid right coronary artery (rca), a 2.5x33 xience xpedition stent was advanced and deployed in the lesion. A 5fr non-abbott guiding catheter was advanced over the proximal rca. When advancing a 3.0x23 xience xpedition stent delivery system (sds) in the guiding catheter, the 3.0x23 xience xpedition stent dislodged inside of the guiding catheter. The guiding catheter with stent and 3.0x23 sds were all withdrawn from the anatomy as a single unit. A 3.0x18 xience xpedition sds was then advanced into the anatomy (without using the 5fr guiding catheter), however, while crossing the proximal rca, the stent became flared and was unable to cross the lesion due to heavy lesion calcification. The case was successfully completed using a new 3.0x18 xience xpedition sds. A non-abbott guide catheter extension device was used in this case. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. The device evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.